Event description:
Patient was implanted with a patch in the carotid position in 2007. During surgery, bleeding was evidenced at the suture needle-holes. Bleeding was stopped by the addition in-situ of biological glue. Patch remained; however, implanted in patient. Patient was reported to be in good condition.

Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the patch was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. A patch from the same batch number than the complaint device underwent water permeability testing. Tests result indicated a value well within product specifications. In addition, suture strength testing was performed on a product from the same fabric than the complaint device. Suture retention testing (at 90 degrees and 45 degrees) indicated values within specifications. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a similar product would tend to indicate that the device was not defective.